Event description:
It was reported that one week post implant, the capture thresholds were high and the pacing lead impedance had decreased. Chest x-ray showed dislodgement. The lead was repositioned. At a subsequent follow-up, the capture thresholds had increased again along with decreased sensing. X-ray again confirmed dislodgement. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.